Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio output from the receiver and a severe low on (B)(6) 2016. Patient's husband reported that his wife's receiver never alerted her and she had to go to hospital. No further event or patient information is available.

Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, correction/removal reporting number - additional.